Event description:
The surgeon stated that after the cc4204a single piece collamer plate lens was inserted in the eye, he noted a scratch on the lens. The surgeon said the abrasion did not seem to disturb the patient's vision, so the lens remains implanted. Dr. Does not believe the lens was received damaged since he inspects them prior to surgery nor does he believe the incident was the result of a loading error since his tech is quite experienced.

Manufacturer narrative:
(B)(4): evaluationmethod - lens work order search.results:a lens work order search was performed and there were no similar complaints found wihin the work order. (B)(4).

Manufacturer narrative:
No lens in unit carton. (B)(4).